Manufacturer narrative:
The device history record of lot number 02h1201519 has been reviewed and there were no issues or discrepancies found which could potentially relate to the reported complaint. The product was assembled and inspected according to specifications. The assembly process and manufacturing procedure for product code 1613 were reviewed and there were no issues found. The sample was not returned for evaluation, therefore, the complaint could not be confirmed.

Event description:
The complaint is reported as: "plastic plug inserted into temperature probe port will not hold pressure - it pops off." The reported issue was detected prior to pt use, during functionality testing.